Manufacturer narrative:
(B)(4). (B)(6). Although expected, the suspect device has not yet been received for evaluation. Therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and this event.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was opened for use during a laser ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, the fiber was broken upon opening the sealed package. The device was not used and the procedure was completed with another flexiva 200 laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.

Manufacturer narrative:
Visual examination of the returned device revealed that the fiber is broken approximately 67cm from the connector. The remainder of the fiber, including the tip, was not returned. There was no damage to the fiber face within the sma connector. The condition of the returned device confirms the reported event. The noted damage was caused to the device during preparation. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was opened for use during a laser ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, the fiber was broken upon opening the sealed package. The device was not used and the procedure was completed with another flexiva 200 laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.